Manufacturer narrative:
(B)(4).

Event description:
Thin, elderly female requiring biopsy of solid mass located in the liver cyst-tail of the pancreas. The biopsy was obtained with the 25 gauge sharkcore needle. There was difficulty visualizing the 25 gauge needle during attempted sampling, and when the needle was removed from the handle a considerable bend was noted. No significant liver tissue was obtained with this needle. A 22 g sharkcore needle was then used for the second pass which acquired adequate tissue without any issues of needle bending and without any significant difficulty with needle visualization on eus. Later in the day, the patient had some post-procedural pain, and a CT of the abdomen was performed and showed some free air near the liver. The patient did not require any treatment for this.